Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an ffr comet pressure wire connected to the occ cable. The tip, device shaft, sensor port and the coefficient values were examined for damage or any irregularities. The device showed 1 kink located 172cm from the tip. There was peeled coating at the 172cm location of the shaft. The occ handle was connected to the ffr link for signal verification. The signal was not present as designed. The sensor port was inspected to verify that the sensor was connected to the fiber optic. It was noticed that the sensor was in the correct location in the sensor port. The wire was gently moved back and forth to see if the sensor would move. The sensor did not move which verifies that the fiber optics were connected to the sensor. The proximal end of the wire was inspected for any fiber optic cracks or damage and that is was polished correctly. The wire end showed no damage. The guidewire tip was removed to view the sensor and to verify that the sensor was not cracked or damaged. No damage was noticed on the sensor. The occ handle cap was loosened to remove the wire. There was no issue with removing the wire. The sensor port showed no residue of body fluids. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pressure wire was connected to the analysis support test bench and all applicable data was correct pertaining to coefficient values; however, the modulation values were nonexistent. No modulation or low modulation may influence signal strength and an issue of the equipment not being able to recognize zero or the device. Low modulation may be caused by wire damage, bad or loose sensor connection or a cracked sensor face. This wire showed a kink which would cause the no signal and modulation issue. The coefficient was confirmed to be in specification.

Event description:
It was reported that low signals while using a pressure guidewire occurred. During an ffr procedure, outside the patient body, a 185 cm comet pressure guidewire was used. Low signals occurred while using the comet wire. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. However, returned device analysis revealed peeled coating.